Event description:
Ge central station model v2 ver. 7, after receiving software upgrade patch from ver. 7.0.6.to ver. 7.0.7. Central station fails to return patients vital signs display to the screen upon reboot. Ver. 7.0.7 software was distributed to be a stop gap solution to prevent software virus infections such as wanna cry. An unintended result of installing the software patch on the central station (cscs) is: when rebooting the cscs the screen will flash all beds with a crisis alarm displaying "no comm" and fail to redisplay the patients physiological parameters or cardiac alarms. The solution for a successful reboot requires biomedical engineering support. The potential loss of patient view during a no-com display particularly in telemetry units where the central station (cscs) is the only source of view could be catastrophic with missed alarms and unwatched patients. Manufacturer response for centralized physiological monitoring, carescape cscs central station (per site reporter) ====================== manufacture is aware of the problem and is working to issue revised software with in the next month.

Event description:
Ge central station model v2 ver. 7, after receiving software upgrade patch from ver. 7.0.6. To ver. 7.0.7. Central station fails to return patients vital signs display to the screen upon reboot. Ver. 7.0.7 software was distributed to be a stop gap solution to prevent software virus infections such as wanna cry. An unintended result of installing the software patch on the central station (cscs) is: when rebooting the cscs the screen will flash all beds with a crisis alarm displaying "no comm" and fail to redisplay the patients physiological parameters or cardiac alarms. The solution for a successful reboot requires biomedical engineering support. The potential loss of patient view during a no-com display particularly in telemetry units where the central station (cscs) is the only source of view could be catastrophic with missed alarms and unwatched patients. Manufacturer response: for centralized physiological monitoring, carescape cscs central station (per site reporter). Manufacture is aware of the problem and is working to issue revised software with in the next month.